Event description:
A female consumer using renu with moistureloc multi-purpose solution reported suffering from a pseudomonas infection. She stated that her doctor advised her that the event was caused by her contact lens solution or her contact lenses. The consumer reported that she is currently waiting for a corneal transplant. Attempts to follow-up with the consumer regarding her treatment and provider information have been unsuccessful.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.